Event description:
It was reported by service report that there is a broken weld at the foot end right side rail latch. The side rail will not latch in the up position. There was pt involvement, however, no adverse consequences are reported.